Event description:
Sterile supply opened on the field and integrity of product was compromised. Product was removed from the field. This occurred with 4 of the same product, 2 from each lot number.what was the original intended procedure?na.